Manufacturer narrative:
The device was returned to resmed and an evaluation was performed. Review of the device logs confirmed the error message (sf197) and also revealed system fault error messages sf101, 148 and 218. Internal inspection of the device revealed water damage to the pneumatic block assembly. The device evaluation determined that the system fault error messages were due to water damage of the pneumatic block. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf197) indicating the outlet flow sensor is stuck. There was no patient injury reported as a result of this incident.